Event description:
It was reported that the device suddenly alarmed during a running ventilation episode and shut down. The patient was reportedly connected to another device; no patient consequences were resulting from the event.

Manufacturer narrative:
The involved device is not under a service contract - the user facility did not involve the local dräger s&s organization into any follow-up measures and did not provide further information. The unit is more than 7 years old, the status of preventive maintenance and repairs is unknown. This lack of relevant details does only allow a general assessment and no case-specific evaluation. The most likely interpretation of the user's report would be an unexpected shut-down with an alarm indicating a power failure. Under consideration that this is correct, there must have been circumstances that did not allow operation on internal battery. Multiple scenarios would be imaginable: the device was probably already running on battery until the latter was depleted or the ventilator was disconnected from mains supply and went suddenly off due to a depleted/damaged battery. The internal battery serves as a back-up to cover mains power losses and shall be regularly inspected as well as replaced every two years. It is also part of the daily pre-use check that the user is advised to disconnect the device from mains supply to verify that the internal battery is available to ensure that operation is being continued if mains power gets lost for whatever reason. It is not known when the last battery replacement was performed if ever. A more specific conclusion is not possible on the base of the few available details; other scenarios beyond loss of electrical power may fit to the unspecific event description as well. It is recommended to have the device checked by trained service personnel. H3 other text : device not available for evaluation.